Event description:
Received a report from a consumer indicating that on several occasions she experienced a portion of the tampon pledget that remained behind after she removed the tampon. Consumer did not seek a medical examination and no injury was reported.

Manufacturer narrative:
We have requested and await the consumer's return of product for evaluation and date code information for investigation.